Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734252, serial/lot #: unknown. Report source: foreign country: (B)(6). Manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulating arm was not locking. No patient was present at the time of the event.